Manufacturer narrative:
(The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider.).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer cleared the occlusion alarms, and resumed insulin delivery. Customer also reported using the infusion set for greater than 48 hours. Tandem customer technical support informed customer the infusion set should be changed every 24-48 hours. Customer reported blood glucose level ranged from 80-200 mg/dl.